Manufacturer narrative:
After battery installation, unit received with a blank display, problem isolated to pcba1. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unit had cracked keypad overlay, no cracked case noted. Unit p-cap / test reservoir lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was powered off. The customer stated that the insulin pump had crack on backside and on case. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.